Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device kept alerting 113 reduced water temperature control. Patient temperature (pt) was 101.9f, targeted temperature (tt) was 98.6f, water temperature (wt) was 62.1f, water flow rate (wfr) was 2.8 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 60.4f, outlet control temperature (t2) was 60.8f, inlet temperature (t3) was 63.3f, chiller temperature (t4) was 37.9f, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 66 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 3738.8 and pump hours were 205.9. Advised to stop therapy, empty pads and disconnect. Reconnect to alternate device. Send this device to biomed labeled 113 not cooling.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Patient temperature (pt) was 101.9f, targeted temperature (tt) was 98.6f, water temperature (wt) was 62.1f, water flow rate (wfr) was 2.8 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 60.4f, outlet control temperature (t2) was 60.8f, inlet temperature (t3) was 63.3f, chiller temperature (t4) was 37.9f, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 66 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 3738.8 and pump hours were 205.9. Advised to stop therapy, empty pads and disconnect. Reconnect to alternate device. Send this device to biomed labeled 113 not cooling. Per follow up information, nurse confirmed a device exchange. The patient was able to reach target without further issue but was unsure what happened to the faulty device. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device kept alerting 113 reduced water temperature control. Patient temperature (pt) was 101.9f, targeted temperature (tt) was 98.6f, water temperature (wt) was 62.1f, water flow rate (wfr) was 2.8 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 60.4f, outlet control temperature (t2) was 60.8f, inlet temperature (t3) was 63.3f, chiller temperature (t4) was 37.9f, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 66 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 3738.8 and pump hours were 205.9. Advised to stop therapy, empty pads and disconnect. Reconnect to alternate device. Send this device to biomed labeled 113 not cooling. Per follow up information received via task on 07nov2025, spoke with nurse who confirmed a device exchange. The patient was able to reach target without further issue but was unsure what happened to the faulty device.